Event description:
The reporter called and alleged discrepant results on 2 pts when compared to the lab. The reported device results were >8.0 and 4.4 inr. The corresponding lab results reported were 1.0 and 3.05 inr. No treatment was given to the pts. The device was replaced and requested to be returned for eval.